Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 391 mg/dl at the time of the call. The customer stopped using the pump on (B)(6) 2018. The customer was given juice, food, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to no power. The customer was hospitalized the day after the low event due to liver and kidney issues. The pump battery cap was also stuck at the time of the call. The insulin pump will be returned for analysis.